Event description:
It was reported that the patient underwent tha on (B)(6) 2010 (approx). At the routine medical check up, the patient's surgeon noticed osteolysis at proximal anterior stem area and posterior cup edge area. The patient does not have pain. The surgeon suspects incomplete locking of the cup and the liner and the incomplete locking affects the metallosis and osteolysis.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown trident alumina insert. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is still implanted.